Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received 31oct2016. The customer reported the jaw for the clamp did not release. The ratchet had been disengaged and the physician had to pry the distal jaws loose from the aorta.

Manufacturer narrative:
(B)(4): one (1) cv1061 cosgrove flex clamp 61mm fogarty jaw was returned as the complaint sample. The etchings on the sample were noted to be clear and legible; the lot code was verified as e16 (may 2016); sample has most likely been in use for about 6 months. Upon initial visual inspections, the sample appeared to be like new with some signs of usage on the body surfaces near the working end parts and the shaft parts. The usage signs were noted as light scratch marks, nicks and some surface scuff marks were noted. Further visual inspections confirmed that no signs of excessive forces or damages were noted; the sample¿s moving parts and working end was noted to be manufactured normally. The customer reported issues with the clamp jaw not opening and remaining in closed position even after the finger ring handles were released from the ratchets into the open position. Further functional investigations on reported failure mode were performed. The sample was noted to perform normally when actuating the moving parts and the working end between the open and closed position. The jaws would open and close normally when the ratcheting mechanism at the handle end was opened and closed. The reported failure could not be recreated. Next, all the sample¿s moving parts were lubricated as normal and the soft61 61mm edwards lifesciences jaw inserts were used to further examine the sample. The lubrication helped the sample function smoothly and the clamping action was actuated multiple times with the jaw inserts in place: the sample performed normally, no issues were noted. The ratcheting/tooth locking on the finger-ring handles were actuated and tested to lock completely onto the sixth ratchet tooth as normal. For further testing various sized cylindrical objects made of hard plastic and steel were grasped/clamped onto with the sample. The widths (thickness) of the objects were noted to range from 0.30 in to 0.45 inches. The sample was able to clamp down securely onto the objects and lock into the tightest possible ratchet tooth position. During the tightest locked position the tapping-test was performed on the finger-ring handles, to recreate any possible loosening or loss of grip and ¿popping¿ open; the ratchet remained locked, no loosening issues were noted. Next, the sample¿s clamping tightness was adjusted with one hand; the operation was normal and it was able to be moved to a looser ratchet tooth position easily with one hand. The sample¿s finger ring handles required a one hand to unlock the male tooth from the female teeth; this was determined to be normal. No issues with the orientation of the teeth and the angling of the finger ring handles were noted and the locking, unlocking, opening, closing and adjusting of the clamp via the finger ring handles. The slide-hinging mechanism of the sample was examined under 3x magnification. The moveable-male jaw appeared to be flush and centered within the female jaw as normal, when actuated to the extremes, the two jaws and parts moved against each other with low friction and resistance. No malfunctioning and no other issues were observed; it should be noted that these parts were lubricated. It is possible the end-user experienced this issue, if this sample¿s moving parts were not lubricated sufficiently. Final visual check confirmed that 32 beads were counted as normal, the metal lubrication tag was missing, all etchings were normal, the swaged metal cable housed in between the beads was normal with no defects and no signs of corrosion or discoloration. Device history records for cv1033 from lot code e16 were reviewed: all work instructions were completed accordingly. No issues were identified. Qa inspections were performed; all inspections passed. Conclusion(s): after sample analysis and investigations, the failure mode was not identified or able to be recreated. The sample functioned normally and smoothly when lubricated normally per instructions for use. Sample also did not display failure mode under non-lubricated conditions. Due to similar malfunction of the jaw parts noted on the same product and lot code of a previous complaint: the jaw parts suspected on the current sample were examined and determined to be manufactured normally. Various functional testing also confirmed a normal product. To prevent movement functioning issues, the female jaws of the cosgrove flex-clamps are marked with a symbol to lubricate. Furthermore follow the IFU (instructions for use) to thoroughly check and properly lubricate (milk) the overall device. This will ensure smooth functioning of the device.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer stated the clamp would not release during open heart procedure. The cosgrove flex clamp was clamped on the aorta. The doctor could not release the clamp; he took a right angle to pry the clamp open. There was no harm to the patient. The doctor wanted the clamp out of rotation and be fixed. The incident date was stated as sometime last week.